Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer rewound the pump but the alarm didn't clear. Customer's blood glucose was unknown at the time of incident. Troubleshooting found multiple alarms in pump history . The customer was advised that the device would be replaced and to return the product for analysis.